Event description:
It was reported that during ventilation, the screen went blank. The ventilator was removed and the patient was manually ventilated. There was no patient harm reported. (B)(4).

Manufacturer narrative:
No service was requested by the customer for the reported ventilator. The customer sent a text log file for evaluation. Evaluation of the received log file showed that no system shutdown had occurred on the reported date of event. The log showed that the pre-use checks tests performed on the date of the event was successful, and there is technical alarm in the log to indicate a malfunction in the ventilator. Additional information received from the customer stated that the ventilator has been returned back in clinical use. The root cause for the reported issue cannot be determined from this investigation due to the lack of further information.

Event description:
(B)(4).